Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "this patient had a right total hip recently. Surgeon stated she fell while getting dressed and suffered a periprosthetic fracture. Stem and femoral head were revised." Spoke to rep. Confirmed femoral fracture, no allegations against the revised head. Rep provided an x-ray and usage from primary and revision procedures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: the patient underwent a right total hip arthroplasty that failed within about three weeks due to a periprosthetic fracture. I can confirm that the event occurred since I was able to see an x-ray which shows the fracture but no identifying marks are present and no operation reports are present. Regarding the possible root cause of this event, I cannot determine this with certainty. Early periprosthetic fracture can be due to trauma, which this patient had according to the narrative but also to be considered is possible intraoperative unrecognized fracture or penetration. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient fell while getting dressed and suffered a periprosthetic fracture. Clinician review of provided medical records confirmed the event. However, no identifying marks are present and no operation reports are present. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, serial x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "this patient had a right total hip recently. Surgeon stated she fell while getting dressed and suffered a periprosthetic fracture. Stem and femoral head were revised." Spoke to rep. Confirmed femoral fracture, no allegations against the revised head. Rep provided an x-ray and usage from primary and revision procedures, and confirmed that no further information will be released by the hospital or surgeon.